Event description:
It was reported that a basivertebral nerve (bvn) radiofrequency ablation procedure was performed on the patients l5, s1 vertebral body levels. The procedure went as expected with no outstanding concerns. While the patient was recovering in the post-anesthesia care unit (pacu), the patient experienced right-sided weakness in the arm and facial drooping. A code stroke was called, and the patient was transported to a new hospital for treatment. The initial physician assessed that the stroke was not instrumentation or access-related; however, the cause was not identified. The device was discarded by the medical facility. No further information can be obtained regarding the intervention or the patients status despite good faith efforts.